Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer, and they recalled first noticing the expected alarm was a mean nbp and that the monitor was not set to alarm for mean nbp violations. The customer mentioned seeing the systolic nbp value below the low setting and did not hear the alarm sound for that violation. While the customer was in the or room, the yellow alarm sound could not be heard. Since that time, they have been able to hear the alarm sounds again, but not any inops coming from the monitor's speaker. The ras looked over the audit logs with the customer and customer care solution center (ccsc) over a call. The logs showed the yellow alarm nbp systolic entries for the time in question around 12:06 pm 05-nov-2025.the alarms were not paused. The anesthesiologist noted a low mean in the electronic charting. With the help of the or staff on the phone, the alarm volume was tested. Results showed it was set at 6. When the staff set the volume to 7, they were able to hear the sound played. The ras dispatched a philips technical consultant (tc) onsite evaluate the unit in the or room 10, monitor label or5. The logs were sent to an internal product support engineer (pse) for further evaluation. Summary of technical complaint investigation : alarm data showed the nbp alarms annunciated as expected during the time frame provided. The only timeframe in which the alarms would not have annunciated would be 12:39 to 12:42 as the alarms were temporarily paused. Date bedlabel action devicename actiontype (B)(6) 2025 12:42 or5 resume all alarms or_10 resume all alarms. (B)(6) 2025 12:39 or5 pause all alarms or_10 pause all alarms. (B)(6) 2025 12:39 or5 sector: nbps 76 <80 ended. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:39 or5 nbps 76 <80 ended. Or_10 yellow alarm. (B)(6) 2025 12:37 or5 sector: nbps 76 <80 generated at 12:37:16. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:37 or5 nbps 76 <80 generated at 12:37:16. Or_10 yellow alarm. (B)(6) 2025 12:25 or5 sector: nbpm 54 <60 ended. Pic ix: msporsurv1 yellow alarm (B)(6) 2025 12:25 or5 nbpm 54 <60 ended. Or_10 yellow alarm. (B)(6) 2025 12:25 or5 sector: nbpm 54 <60 generated at 12:25:47. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:25 or5 nbpm 54 <60 generated at 12:25:47. Or_10 yellow alarm. (B)(6) 2025 12:24 or5 sector: nbpm 57 <60 ended. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:24 or5 nbpm 57 <60 ended. Or_10 yellow alarm. (B)(6) 2025 12:23 or5 sector: nbpm 57 <60 generated at 12:23:58. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:23 or5 nbpm 57 <60 generated at 12:23:58. Or_10 yellow alarm. (B)(6) 2025 12:08 or5 sector: nbps 71 <80 ended. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:08 or5 nbps 71 <80 ended. Or_10 yellow alarm. (B)(6) 2025 12:06 or5 sector: nbps 71 <80 generated at 12:06:22. Pic ix: msporsurv1 yellow alarm. (B)(6) 2025 12:06 or5 nbps 71 <80 generated at 12:06:22. Or_10 yellow alarm. (B)(6) 2025 11:46:38 or5 sector: nbp check cuff ended. Pic ix: msporsurv1 logged inop. (B)(6) 2025 11:46:38 or5 nbp check cuff ended. Or_10 logged inop. (B)(6) 2025 11:45:14 or5 sector: nbp check cuff generated at 11:45:09. Pic ix: msporsurv1 logged inop. (B)(6) 2025 11:45:13 or5 nbp check cuff generated at 11:45:09. Or_10 logged inop. Based on the information available, the customer's alleged malfunction could not be confirmed. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer and they recalled first noticing the expected alarm was a mean nbp> and that the monitor was not set to alarm for mean nbp violations. The customer mentioned seeing the systolic nbp value below the low setting and did not hear the alarm sound for that violation. While the customer was in the or room, the yellow alarm sound could not be heard. Since the time, they have been able to hear the alarm sounds again, but not any inops coming from the monitor's speaker. The ras looked over the audit logs with the customer and ccsc over a call. The logs showed the yellow alarm nbp systolic entries for the time in question around 12:06 pm 05-nov-2025.the alarms were not paused. The anesthesiologist noted a low mean in the electronic charting. With the help of the or staff on the phone, the alarm volume was tested. Results showed it was set at 6. When the staff set the volume to 7, they were able to hear the sound played. The ras dispatched a philips technical consultant (tc) onsite evaluate the unit in the or room 10, monitor label or5. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer expected the unit to alarm for nbp alarms. They did not hear the yellow nbp alarm. The device was in use on a patient at the time of the event, there was no adverse event reported.